Event description:
Procedure type: lap ventral hernia repair. According to the reporter: the tacks of the device were firing directly through the pco mesh without securing the mesh to the abdominal wall. The surgeon was required to convert to an open approach to finish the case. It was determined that this mesh was stored too close to the light in the pyxis machine, and therefore, was "spoiled." The temperature gauge indicator on the mesh was darkened, and therefore, this mesh should not have been used in the first place.

Manufacturer narrative:
(B)(4).